Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b.6 , g.1 , g.2 , h.6.

Event description:
Patient reported a right-side capsular contracture, baker grade iii. Additionally, patient reported right side rupture, "the implant is completely dented in". Patient reported later a bilateral side capsular contraction baker grade IV. Healthcare professional reported a severe capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22 apr 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported a right-side capsular contracture, baker grade iii. Additionally, patient reported right side rupture, "the implant is completely dented in". The device remains implanted.